Event description:
This device was implanted on (B)(6)2010 and was explanted on (B)(6)2013 due to dissatisfaction with the product. The device exhibited premature battery depletion. The physician was dr. (B)(6) at (B)(6)hospital . No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).